Event description:
It has been reported to philips that there was an intermittent issue of the c-arm not moving and the table free floating. There was no reported patient or user harm. The device was reportedly in clinical use at the time the issue occurred. A philips field service engineer (fse) replaced the fan tray in the m cabinet. The system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a congenital and structural heart planned treatment procedure was performed when the issue happened. The procedure was delayed. The procedure was completed by restarting the system. A philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm not moving, and the table is free floating. After reviewing log file, fse found power supply error. Fse replaced the fan tray in the m cabinet. After the replacement of the fan tray in the m cabinet, the system returned to use in good working order. The codes were updated based on the investigation outcome.